Event description:
It was reported a thrombosis occurred. During a left atrial appendage closure (laac) procedure, a versacross connect for laac kit was selected for use. During the procedure, the implanting physician requested a half dose heparin to be given to the patient. The transseptal was completed by the physician and requested the other half dose of heparin to be given. It was at this time that anesthesia stated they had not given any and will give the full dose. A thrombus was noted by the transesophageal echocardiogram (tee) physician on the end of the trusteer/versacross connect sheath/dilator. The physician suctioned the thrombus and the procedure was continued. The procedure was successfully competed with the closure device implanted in the laa of the patient. The patient woke up neurologically intact and is expected to be discharged home the next day. The device is not expected to be returned for analysis. The physician attributes the thrombus formation due to the delay in heparin being given and a non-therapeutic activated clotting time (act) once to the left side of the heart. There was no difficulty noted with transseptal puncture or any malfunctions noted with versacross device.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.